Event description:
A customer reported experiencing difficulty in charging their device. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.